Event description:
The following information was reported: the balloon ruptured. During prep, the black marker on the inflation indicator was fully exposed. There was no resistance noted while inserting the device. The balloon lost pressure at the first stop (tip of sheath). Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure: diagnostic vessel type: coronary vessel size:greater than 7 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 4.5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1425803) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).